Manufacturer narrative:
The main component of the system and other applicable components are: product ID (B)(4). Product type catheter product ID neu_unknown_cath. The catheter was returned for analysis. Analysis of the catheter found ¿catheter body ¿ user related hole¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump was replaced due to end of life. There was no complaint or patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.